Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The two (2) plate 8 hole straight (item# 73-1952, lot# unk) were not returned for investigation. Dimensional evaluations could not be performed. Visual examination of the provided photos confirmed the reported plates are fractured in the middle. The two fractured plates don't have any identification etchings, but they both match the print for item# 73-1952. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00232. Medical products: sternalock blu system plate, 8 hole straight, part# 73-1952, lot# ni. Mw5099848.

Event description:
It was reported the patient underwent a revision and replacement of sternal closure plates 7 weeks following implantation due to pain and sternal instability. The patient returned to the hospital due to instability and pain and it was found that both plates were fractured. The surgeon removed the fractured plates and re-plated the patient. Attempts have been made and no further information has been provided.